Event description:
It is reported that when the device box was opened, it was discovered that the inner seals were cracked and damaged. The packaging of the second implant opened was also damaged. It is also reported that the inner seal of the second device was intact. As a result, the surgeon decided to implant it.

Manufacturer narrative:
This report will be amended when our investigation is complete.